Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device microprocessor board, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The microprocessor board was replaced and the device passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1320 occurred. The event occurred during patient use at the facility. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Section a has been updated to reflect additional information received, indicating there was no patient involvement. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.